Event description:
Reported discrepant sars results for (B)(4) patient. It is unknown if the patient was symptomatic. The customer communicated that the sample tested positive once, and negative once. The customer did not mention any confirmatory testing methods.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.